Event description:
Customer reported an issue with the beneview monitor, which may have affected o2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and was unable to correct the issue. Customer was provided with a replacement unit.